Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The damaged pump head module (phm) was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the phm was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged phm. There was no patient involvement. No additional information is available.